Event description:
Customer reported a hospitalization event for high blood glucose. The customer stated he was hospitalized in september 2014. Blood glucose at the time of admission was 450 mg/dl. He stated he was treated with an IV of humalog. The customer stated he was having high blood glucose from incorrect insertion of his infusion set. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).